Manufacturer narrative:
Occupation is lay user/patient. The meter and test strips were requested for investigation. The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.3 - 3.5 inr): qc 1: 3.0inr, qc 2: 3.0inr, qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The customer's alleged result of 1.3 inr on (B)(6) 2021 was observed in the meter¿s patient result memory on (B)(6) 2021. Meter error log observed error 5 approximate to the date range of the allegation on (B)(6) 2021 and (B)(6) 2021. Error 5 occurs when the applied sample volume is insufficient or when sample detection is uncertain. Generally, this is caused by wrong handling, or by meter contamination. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4). At 8:00 pm, the meter result was 1.3 inr. The result could not be found in the meter memory. At 8:32 pm, the meter result was 4.4 inr. The customer has a therapeutic range of 2.0-3.0 inr.